Event description:
It was reported that the patient presented with bradycardia and dyspnea. It was noted that the right ventricular (rv) lead exhibited oversensing, undersensing, and loss of capture. It was suspected to be a connection issue with the device. The lead was capped. No further patient complications have been reported as a result of this event.